Event description:
Lead was partially explanted. The lead broke apart during explant, helix and portion of lead still remains. A low impedance alert was also noted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).